Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg was used on a male patient undergoing an endovascular aneurysm repair (evar) procedure. The patient's anatomical form was suitable for endovascular repair. The user placed the iliac leg graft in the contralateral side following placing the main body. Then he attempted to remove the gray positioner but it was abnormally tight. Two physicians then pulled the gray positioner together and managed to remove it. The physician attempted to insert a catheter in the valve but failed, so he checked the iris valve and saw the valve was not opened even the rotator was at 'open' position. He repeated opening and closing the rotator and the valve opened a few times, not every time the rotator was at 'open' position. So he replaced the sheath with another sheath to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected information: device available for evaluation changed from "no" to "yes". Investigation summary: a review of the functional test, complaint history, device history record, documentation, quality control, manufacturing instructions, visual inspection and instruction for use (IFU) were conducted on the returned during the investigation. The customer returned one flexor device, without the remainder of the delivery system, for investigation. The valve was able to be rotated to the positions indicating open and closed on the hemostatic valve sticker/markers. The valve appeared closed when the sticker indicated that the valve should be open. The valve was partially open when the sticker on the valve indicated that it was in the closed position. The hemostatic valve's control cap is completely snapped into the valve control as per specifications. The valve did not pass the functionality test, indicating that the valve is open/closed at the correctly indicated positioning. Further manipulation was applied to the valve in an attempt to open it all the way. A "pop" was heard and then the valve opened correctly as indicated by the open/closed stickers on the valve. Further manipulation was applied on the valve in the wrong direction, turning it against the IFU towards the closed indicator, which caused the valve to "pop" and the valve was then back in the condition that it was originally received from the customer (being partially open in the closed position and being closed in the open position). The failure was able to be recreated by twisting the valve in the incorrect direction. It appears that the customer likely twisted the valve originally in the incorrect direction during the procedure. The IFU lists the proper deployment instructions and states to ensure that the valve is in the open or closed position at different points during the procedure. The IFU clearly indicates the proper direction to twist the valve to either open or close the valve. The device history record was reviewed, for device lot number 7914608(finished assembly), sa7808167(sheath), and sa7673674/sa7680528(captor valve assembly), noting non-conformances on both captor valve assembly work orders. A review of the non-conformance data revealed that the non-conformances listed on the device history records were for cracked collar, ripped valve and torn disc on sa7673674, all were scrapped. Sa7680528 also noted three non-conformances, fell on floor, disc out of alignment and torn disc, these were also scrapped. A complaint history search revealed this complaint to be the only reported complaint associated to the complaint lot number. Based upon inspection of the returned device and the recreated failure, the root cause is product use or handling related as the user did not follow instructions/label. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.